Event description:
Surgery, utilizing cardiopulmonary bypass, was performed to correct aortic dissection. Rotem testing was performed at baseline, during surgery (on pump and pre-protamine), and after surgery, after administration of protamine sulfate to reverse the effect of heparin (post-protamine). In addition, a fibrinogen assay (non-rotem) was run on the patient's blood at the intra-operative and post-protamine time points. Test results showed that rotem assays were normal at baseline. Certain rotem assay results and the fibrinogen assay result were at the low end of their normal ranges during surgery. After surgery, the rotem test results and the other fibrinogen assay both indicated that the patient's fibrinogen level was abnormally low. Although rotem testing personnel had been trained by tem systems, the surgeon had not been trained on interpretation of rotem results, so he relied on assistance from a tem systems sales representative to interpret the results. The surgeon asserted that he would have administered blood products (e.g. Cryoprecipitate) based on the low fibrinogen result, but the tem systems representative's interpretation of the rotem results led him to conclude that it was not necessary to administer blood products. The patient bled significantly and required multiple transfusions of cryoprecipitate and packed red blood cells throughout the day and night. The patient developed a hematoma in the chest and had to return to surgery the next day to evacuate the hematoma. The surgeon and other hospital personnel believe that blood products should have been administered immediately after surgery and that delay in administration of blood products led to excessive bleeding and hematoma. This led to administration of an increased amount of blood products, additional surgery to remove the hematoma, and an extended hospital stay for the patient. The tem systems representative who assisted the surgeon with interpretation of the rotem results disputes the surgeon's version of the communication. The tem systems representative says that the rotem results indicated a low fibrinogen level, which was consistent with fibrinogen assay result, and that he reported this to the surgeon.